Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture, separation, difficulty removing the device and surgical intervention appear to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and ruptured. In addition, the ruptured balloon material likely got caught at the tip of the introducer sheath resulting in the reported difficulty removing the device and upon further manipulation, the device ultimately separated. Surgical intervention was performed to remove the device from the patient anatomy. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the left common iliac artery. A 8x40mm armada 35 balloon dilatation catheter (bdc) was used advanced to the target lesion; however, the balloon ruptured when inflating to 8 atmospheres (atm). When withdrawing the bdc, the balloon got caught at the tip of the introducer sheath and separated from the balloon catheter but remained on the guidewire. The sheath was removed and the surgeon cut down to remove the balloon from the vessel and remove it off the guidewire. The artery was closed and a non-abbott device was deployed to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.